Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her test strip was stuck in her onetouch verio flex meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016, around 7 pm. The patient manages her diabetes with insulin (self-adjuster), and denies making any changes to her usual diabetes management regimen in response to the alleged meter issues. The patient reported that on an unknown date/time after the alleged meter issue began, she developed symptom of ¿throwing up¿. She denies receiving any treatment in response to the symptom. During troubleshooting, it was established that the patient¿s vial was damaged. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.